Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008 the patient presented a postoperative diagnosis of lumbar radiculopathy secondary to lumbar disk disease, l3-4, l4-5, and l5-s 1 levels. The patient underwent surgery which consisted of removal of l3-4 and l5-s1 st 360 pedicle screw fixation system; l4-5 bilateral decompressive laminectomies and medial facetectomies; l3-4 and l5-s1 neurolysis; l4-5 pedicle screw fixation using st 360 system (zimmer spine); l4-5 plif (posterior lumbar interbody fusion) using bak cages packed with morselized autologous bone and autologous growth factor; l4-5 posterolateral fusion using bmp, autologous bone mixed with autologous growth factor and chronos; and augmentation of posterolateral fusion l3-4 and l5-s 1 level using the same as above. Per the operative report "...the decortication of the posterolateral surface had been done and bmp the large portion was cut lengthwise and packed with the bmp matrix and then placed one on either side and then the patient's bone gel was used to cover it..." No compilations were noted. On (B)(6) 2008 the patient was discharged from hospital. On (B)(6) 2008 the patient had an ap and lateral spine x-ray performed which demonstrated "previously noted hardware at l3-4 level and separate hardware for fusion at l5-s1 level has been removed in the interim. Paired bak cages at l3-4 and l5-s1 levels persist. There now noted posterior fusions at l4-5 level with rods and pedicular screws and placement of paired cages in l4-l5 disc space. Bone graft material is seen from l3-4 level down to the sacrum which also appears newly applied."